Manufacturer narrative:
G3, g6, h2, h3, h6, h10. A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issues. When connected to known, good, test verathon equipment, no image or artifacts displayed on the test monitor. Upon visual inspection, no visible damage was identified to the smart cable's hdmi connector. The customer's glidescope spectrum smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the picture goes out when the cable is flexed. The procedure was able to be completed even though the image kept flickering in and out. No delay in the procedure or harm to the patient or user was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.